Event description:
The customer stated that the architect ca19-9xr reagent lot 08849m500 generated falsely elevated patient results. One patient sample generated a result of 20.07 u/ml which was repeated at 7.58 u/ml using a non-recall lot (08850m500). No adverse outcome to patient health was reported.

Manufacturer narrative:
(B)(6). (B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.